Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem customer technical support, however customer declined further troubleshooting. Customer cleared the alarm and resumed insulin delivery. Customers blood glucose was 150 mg/dl.